Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when out investigation is completed.